Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jul2025 has been used as a placeholder. Note investigation summary: gcm reported a complaint from the customer stating, that "magnesium bolus of medication within 5 minutes." On july 18, 2025, gcm received an email from alejandro rodriguez requesting to withdraw the product complaint. He indicated that the hospital¿s biomed team would perform a performance verification test (pvt) and return the pumps to service, as noted on (B)(6), 2025. Visual and functional testing: the device was not returned to the service hub for evaluation and analysis, which precluded the performance of visual inspection or functional testing to assess its potential role in the reported rapid magnesium bolus administration. Review of 12-month service history and event history/alarm logs: a review of the device¿s 12-month service history was conducted; however, no prior indications of similar events were identified. No event history or alarm logs were received from the customer, preventing a detailed analysis of these records. Consequently, the reported complaint could not be replicated or confirmed through available data. The absence of the device for evaluation and analysis, combined with the lack of event history or alarm logs from the customer, limited the ability to thoroughly investigate and validate the reported administration of a magnesium bolus within 5 minutes, particularly given the unknown nature of patient harm. The investigation remains inconclusive, despite the customer¿s request to withdraw the complaint and their intent to perform an internal pvt. The failure to return the device hinders a definitive assessment of its contribution to the reported event.

Event description:
A complaint was received regarding a plum 360 that experienced over infusion on an unspecified date. Report stated, "magnesium bolus of medication within 5 minutes." Status was during infusion. There was patient involvement. Update: reported "requested to withdraw the product complaint. Their biomed team will perform the pvt and will place the pumps back into service. "